Event description:
A surgeon reported a pt who is seeing horizontal light rays following intraocular lens (iol) implant surgery. The surgeon is unsure if the iol is decentered or the pupil is decentered. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 11/11/2008, 11/12/2008, and 11/26/2008 by phone, fax, and mail. A completed questionnaire has not been received.